Manufacturer narrative:
Continuation of d10: product ID 39565-65 serial# (B)(6) product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information from the manufacturing representative (rep) indicated that an impedance check of the lead determined electrodes 3,5 ,6,7 are bad. The cause can not be determined. The lead will not be replaced. The rep was able to provide similar coverage for the patient giving him new programs in group a utilizing different electrodes.

Event description:
2025-jul-30: it was reported that an individual with a pain stimulation implantable pulse generator (ipg) experienced their back tensing up after being active. The individual changed to a therapy group that was not frequently used and increased the intensity to 1.4, at which point a message appeared stating "settings not available" and indicating that the desired intensity settings could not be provided. The individual sent a picture of the message to a representative, who advised contacting patient services. The individual was redirected to the representative and healthcare provider for further assistance, and was advised to consider changing to a different therapy group in the meantime. 2025-aug-25: additional information was received from the patient. It was reported that the representative (rep) discovered that several leads were dead. The rep was able to swap out the dead program with another to see if it will help.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead; serial# unknown. Product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.